Manufacturer narrative:
Additional information: h4, h6, h11. H4: the lot was manufactured between january 30-31, 2024. H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was discarded; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that drops were observed in the sealed bags of two (02) small volume folfusors and the device labels were soaked. This was observed during setup, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.